Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported a tear during a procedure. A surgeon advised that there was two tags approximately at 10 and 2 o'clock position. One tag became a tear that caused the surgeon to change the lens planned on using since the eye would not support the original lens. Upon follow up, company representative reported that no new information has been received but it is believed that the doctor expects the patient to do well.

Manufacturer narrative:
Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Based on assessment, the product met specifications at the time of release. (B)(4).